Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced drainage at the ipg site. Per the emergency room physician, there was no infection present at the site. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's entire system was explanted due to an infection at the ipg site. Cultures were taken (results are unknown at this time). The patient was given antibiotics.